Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had plunger error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Event description: it was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had issues with the plunger. The fill syringe/needle tip combination was suspected to be obstructed as the plunger was retracted. The customer believes that vacuum-induced plunger resistance was present upon the attempt to draw air into the syringe. The point of issue occurred immediately prior to pressurizing the vial of insulin. The fill syringe assembly never entered the insulin vial and was not used to fill any cartridges. There was no report of exposure, serious injury or medical intervention. Initial reporter occupation: complaint management. Date received by manufacturer: 07/07/2018. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had issues with the plunger. The fill syringe/needle tip combination was suspected to be obstructed as the plunger was retracted. The customer believes that vacuum-induced plunger resistance was present upon the attempt to draw air into the syringe. The point of issue occurred immediately prior to pressurizing the vial of insulin. The fill syringe assembly never entered the insulin vial and was not used to fill any cartridges. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that bd luer-lok disposable syringe with bd luer-lok tip had issues with the plunger. The fill syringe/needle tip combination was suspected to be obstructed as the plunger was retracted. The customer believes that vacuum-induced plunger resistance was present upon the attempt to draw air into the syringe. The point of issue occurred immediately prior to pressurizing the vial of insulin. The fill syringe assembly never entered the insulin vial and was not used to fill any cartridges. There was no report of exposure, serious injury or medical intervention.